Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. # (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test and internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and device's logs. According to the information provided by the technician, the pressure transducer printed circuit board (pcb) was detected as faulty and the part has been replaced. Defective pressure transducer printed circuit board (pcb) may lead to high pressure. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. Previous manufacture date: 05/19/2008. Corrected manufacture date: 05/20/2008.